Event description:
The customer reported that the instrument would no longer open after a seal cycle. The site noted a part of the ratchet mechanism had fallen off but nothing fell into the pt cavity. Tissue on either side of the jaw was resected in order to remove the device. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.